Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the outer proximal set up joint (psuj) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and field evaluation.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, a customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a single non-recoverable error 319 occurred. The customer elected to disable universal surgical manipulator (usm) 1 to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The proximal set up joint (psuj) was analyzed and found to and when installed on an in-house system the system started up with the 319 error indicating node not present at startup replicating the event. The psuj was then installed on a test fixture where 307 error (node stopped responding) and 31094 (crypto device failed to initialize) were reported. The axes controller setup (acu) printed circuit assembly (pca) was found to be consistent with the errors. The complaint regarding [add complaint details] was confirmed by failure analysis. The probable root cause is due to an issue with the acu pca on the psuj.

Event description:
Refer to h11 for follow-up information.